Event description:
The customer reported the homecare pt received more medication than intended. At the time of the event, the device has been programmed to deliver an unspecified concentration of acyclovir in the intermittent mode with a dose amount of 62.3 ml/hr, an infusion time of 1 hour, a dose frequency of 8 hours, with 6 doses per container, a kvo rate of 3ml/hr, and a container size of 500 ml. In 2009 at approx 1100, the homecare nurse started the delivery. At 1645, the pt reported feeling "sick" and noted "most of it infused." The customer contact reported the pt went to the emergency room, and was admitted with "renal failure." It was reported that the pt was treated with dialysis and was discharged from the hospital after one week. Multiple unsuccessful attempts were made to obtain additional info from the reporter regarding the pt event details.

Manufacturer narrative:
At this time the customer will not be returning the device for eval. If the device is received, a follow-up report will be submitted.